Event description:
During drilling of fixation hole, biofix drill bit broke off in metatarsal. X-ray located broken piece. In order to remove the piece, the metataral head had to be removed and then replaced after the drill piece was removed. The metatarsal was then replaced after the drill piece was removed. The metatarsal ws then fixed with two k-wires instead of one absorbable pin as planneddevice not labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.